Event description:
It was reported that customer pump had broken screen that was unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. A replacement pump was sent.